Event description:
The pt was revised due to osteolysis and poly wear.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. Although unavailable for eval, it would not be unreasonable to expect some degree of poly material wear after approx 13 yrs of implantation. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.